Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
Treatment of a fistula. It was reported that the onyx was prepared according to the instructions for use. During the onyx injection, it was reported that the marathon catheter ruptured after approximately 10 minutes of injection. The procedure was completed successfully with the fistula embolized. No patient injury was reported as a result of the procedure. Same event as MDR # 2029214-2013-00911.